Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
Product available to stryker- corrected. Analysis of the device revealed that the main coil was severely stretched and the main coil had broken off from the delivery wire at the main junction. Functional testing could not be performed due to the condition of the device. No other anomalies were observed. Based on the information currently available it is possible that procedure factors may have contributed to the reported event limiting its performance during the clinical procedure and resulting in damages observed. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that resistance was experienced during advancement of the coil, and when the physician attempted to remove it from the microcatheter, the coil broke. There were no reported clinical consequences to the patient.

Event description:
It was reported that resistance was experienced during advancement of the coil, and when the physician attempted to remove it from the microcatheter, the coil broke. There were no reported clinical consequences to the patient.

Event description:
It was reported that resistance was experienced during advancement of the coil, and when the physician attempted to remove it from the microcatheter, the coil broke. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. A definitive cause could not be determined following review and analysis of available information.